Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had internal communication error abnormality (e221) at service / maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g1, h3, h6. Corrected fields: e1. The device was returned to olympus for inspection and the reported failure was not confirmed, but a similar error occurred, e227 (endoscope communication error), caused by a cable malfunction. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion of electrical contacts. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.